Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra resilia (s3ur) valve, after pre-dilatation with a 22 non-edwards balloon, the 26 commander balloon ruptured during deployment. The balloon was pulled back into the 14f esheath+ and both devices were removed as one unit. A second 26mm commander delivery system, 14f sheath and 30 atrion were opened and used to fully deploy the 26mm s3ur valve. The original balloon broke and there was a piece of the balloon found in the sheath. Per follow-up communication with the field clinical specialist, the sheath was damaged where the balloon was caught and there was no injury to the patient.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, d9, h2, and h3 have been updated. B5, h6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. 26mm commander delivery system was returned in default position, locked, with 25 percent flex and 50 percent fine adjust. The device was also returned with the full loader assembly inserted over the flex shaft while the stopcock and atrion was attached to the balloon port. Lastly, the atrion was returned with 24ml of dark fluid. Per visual evaluation, the balloon is burst and majority of the working section of the inflation balloon is missing and not returned. Due to the nature of the complaint, functional testing was not performed. As the majority of the working region of the inflation balloon was missing and not returned, dimensional testing could not be performed. Imagery was provided showing the balloon burst and balloon material separated from the delivery system. Imagery of the patient's anatomy was provided showing calcification present in the landing zone. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In addition, the ruptured balloon profile may lead to withdrawal difficulty and/or component separation if excessive device manipulation is applied. In this case, the balloon burst and separation of system components was confirmed based on the evaluation of the returned device. During the engineering evaluation, it was observed that the balloon burst and majority of the working region of the inflation balloon separated. Available information suggests calcification likely contributed to the event as the field provided imaging of the patient's anatomy that shows presence of calcification in the landing zone). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, as the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip and pull force and excessive device manipulation could have been applied during retrieval of the burst balloon into the sheath which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, after pre-dilatation with a 22 non-edwards balloon, the 26 commander balloon ruptured during deployment. The balloon was pulled back into the 14f esheath+ and both devices were removed as one unit. A second 26 commander delivery system, 14f sheath and 30 atrion were opened and used to fully deploy the 26mm s3ur valve. The original balloon broke and there was a piece of the balloon found in the sheath. Per follow-up communication from the fcs, the sheath was damaged where the balloon was caught.